Event description:
A user facility reports that the haptic of an intraocular lens did not advance as it should when using the iol delivery system. The iol was returned stuck in the delivery system cartridge. The pt impact is not known. More information is being sought.